Event description:
On 02/21/2024, infutronix received a report that a pump had power issue - device does not power on. The infusion cannot resume without causing delay in treatment. No patient harmed. Device was returned on 03/01/2024 for evaluation.

Manufacturer narrative:
DHR was reviewed, and the pump passed all previous tests. There are no previous complaints on this device. Analysis of the returned device was completed on 4/1/2024: the pump's event log was pulled as part of the investigation and upon review it was noted that an abrupt power off was found in the log. An abrupt power off can be seen below on event line 502 by the "log_event_on" code without an "log_event_off" code before it. See complaint in question for detail of the event log. Upon investigation a reportable condition was found in the pump's infusion history and during functional testing, causing the MDR reportability of the complaint to change to "yes". The review of the event log also shows several upstream occlusion alarms in the infusion history, 57 in total, as seen by the alarm codes "e04" see complaint in question for detail of the event log. Device not performing to specification. Two capas had been opened in order to fully investigate and address the root causes of the reported events.